Manufacturer narrative:
The hill-rom technician investigated and found the hi/low drive was drifting. The technician replaced the hi/low drive assembly to repair the bed.

Event description:
Alleged the hi/low function of the bed is not working.